Event description:
End-user reports itching, redness and irritation under the tape border.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive flexible wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. According to the pt, they use cream and foam padding to cover the area prior to applying the product. The use of accessory products have been discussed with the pt. No add'l event/pt details have been provided to date. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date that convatec became aware.